Manufacturer narrative:
Additional information was received that a copy of device memory was received for analysis. Analysis of the device memory indicated the average power consumption was approximately 70 microwatts (uw); the expected power consumption level, based on programming and therapy usage, was 32uw. The power level appeared to increase from 30 uw to 70 uw shortly after implant and has remained stable since then. The device was sensing the increased power draw, and therefore, the battery status indicators will function as intended. The projected longevity remaining of 5.5 years was appropriate for the increased power level. The root cause of the increased power consumption could not be determined from analysis of the device memory. Recommendations were made to either closely monitor the device's power consumption or to replace the device. Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that upon review of device interrogation data for this implantable cardioverter defibrillator (ICD), the physician inquired why the battery gauge was 3/4 full and the battery status showed 5.5 years remaining. It was reported that the patient doesn't receive pacing and no shock therapy has been delivered to date. Boston scientific technical services (ts) requested a copy of device memory for further evaluation. No adverse patient effects were reported.